Event description:
This ra lead was implanted on (B)(6) 2013 and remains implanted at this time. A call was placed on (B)(6) 2018 to technical services stating that after a spike of impedance that measures to over 2,000 ohms a lead safety switch occurred. It was also noted that noise has seen on the atrial lead. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).